Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-20497. It was reported, the pt experienced a fall at her ipg site. Following a fall the pt's device stops intermittently. Also, the pt experienced ineffective stimulation. A sjm rep tried reprogramming to no avail. X-rays did not reveal any anomalies. It was also reported, the pt had lost significant amount of weight. As a result the ipg became superficial and cause discomfort at the ipg site. Surgical intervention will be taken at a later date to address the issue.